Manufacturer narrative:
.

Event description:
Procedure: lap appendectomy. Reportedly, the stapler did not function well, when fired over the appendix and the stapler jaws were completely bent, when removing from the abdomen. The operation was converted to an open procedure, however, the current pt status is ok.